Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported hat the customer was experiencing high blood glucose. Customer stated that the she was not getting insulin from the insulin pump. Customer's blood glucose was 278 mg/dl. Customer had symptom of nausea. During the troubleshooting, it was found there was gap in the tubing. Customer will call back to complete the troubleshooting due to customer does not have tubing clamps. Customer reported back and performed high pressure test and test passed. Customer stated that she went to the doctor's office but blood glucose was still in the 400's mg/dl. The customer was advised the insulin pump was working as designed. Advised customer to look up the different sites areas and different sets and speak with healthcare provider about further recommendations. No further information provided.